Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, according to the account the low flow events were thought to be due to small ventricle size and pump position. The reported pump malposition could not be confirmed as no images were provided, and the device remains in use. The submitted controller event log file contained events on 29aug2025. Intermittent low flow events were captured throughout the file; several of these events were associated with low flow hazard alarms, the longest of which lasted approximately 36 minutes. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The additional submitted controller event log file contained events from 04sep2025 ¿ 05sep2025 associated with the upgraded low flow controller. Intermittent low flow events were captured on 05sep2025, several of which were associated with transient low flow hazard alarms. Of note, pi values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and bleeding, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic complaining of headaches and low flow alarms. They were hen sent to the emergency department and their international normalized ratio was at 3.3. Computed tomography (CT) was performed and found a small subarachnoid hemorrhage. The patient was given fluids, fresh frozen plasma, and potassium. The low flow alarms persisted and appeared to be positional. Improvement was seen when patient was lying on their side. It was noted that the left ventricle size decreased from the time of implant from 6.7cm to 5.2cm. Hypotension and right ventricular failure were ruled out. Log files were submitted for review. The event log file captured low flow estimates as well as sustained low flow hazard events with elevated calculated pulsatilty index. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. It was said that the low flow alarms were due cannula position. Low flow software adjustments were made to the patient's system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that log files were submitted for review and captured low flow events on (B)(6) 2025. A second set of log files were submitted post installation of low flow controller, but the low flow alarms still persisted. There were also several momentary low flow events recorded. These events are associated with calculated average flow values < 2.0 lpms. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index was elevated. Additional information received reported that the intracerebral hemorrhage was due to anticoagulation with warfarin as well as aspirin use for coronary artery disease, plus liver cirrhosis. The subarachnoid hemorrhage resolved without any neuro deficits. It was also said the low flow alarms decreased with the low flow software upgrade but did not resolve completely. It was not that the alarms were mostly positional when the patient lied on their left side. Low flows were thought to be from small ventricle size and pump position due to cardiac function recovery. The pump speed was decreased, and a right heart catheterization was performed to see if the patient was candidate for pump decommission. Yet, the patient was not recovered enough for decommission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.